Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was post-paced t-wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that during a subsequent follow-up, non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made.